Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump after the customer tried different charging methods without success. The customer will use a backup insulin pump until the replacement arrives with updated software, which requires certain precautions when using a g7 sensor. The customer was informed of necessary steps for returning the malfunctioning pump and agreed to follow the instructions.